Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thermoablation of the kidney tumor, the electrode that was placed in a metal guide/coaxial caused the metal guide to heat and burned the patient's skin. The procedure was cancelled and the patient was under anesthesia. The skin was burned at the site where the thermoablation electrode was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.